Event description:
The pt received their scs system on an unk date. It was reported the ipg lost communication functionality. Model, lot and serial numbers for the device were not provided; therefore, device info cannot be provided. The ipg was explanted and replaced. The explanted ipg was not returned to the MFR for analysis. No further info was available.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.